Event description:
The account reported the brake casters are no longer braking. The bed was located in the ICU at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found the brake casters are worn most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.